Event description:
It was reported that the patient with this artificial urinary sphincter experienced recurring incontinence; therefore, a surgical procedure was performed to remove and replace pump and downsize the cuff. There were no additional patient complications.